Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. There were no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. Information was provided that the multifocal company, 20.0 diopter lens was replaced with an monofocal company, 20.0 diopter lens due to patient indicating experiencing halos and glare. Additional information was provided that the doctor indicating that, "this is a known possible effect of the lens which was clearly explained to the patient preop." The doctor indicated that the lens was exchanged because the patient was not able to neuroadapt. Due to the exchange of a multifocal lens to a monofocal lens, and the doctor indicating the patient was unable to neuroadapt, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient reported debilitating glare and halos. The surgeon reported the patient could not neuro adapt to the defractive property of the lens. The lens was exchanged for a monofocal lens, approximately three months after the initial implant. Additional information was requested and received.